Event description:
On (B)(4) 2013, isi received a user facility medwatch form from the FDA. According to the information reported to the FDA by the initial reporter, 'broken wire noted in davinci instrument after cleaning - no problem noted during surgery.'

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.